Manufacturer narrative:
Event date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Patient's weight is unknown.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.